Event description:
A battery and power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to a fast draining battery. As a result, the customer experienced hypoglycemia and a loss of consciousness and healthcare professional (three paramedics and one doctor) were called, upon arrival they treated the customer with unspecified intravenous for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and major damage was observed on usb port. The damaged usb port prevents the customer from charging the reader which leads to the reader not powering on. The returned reader was further investigated and de-cased and placed into the reader test fixture to download log. Unable to download reader log due to reader was not connected to software. Therefore, issue is not confirmed to use due to damaged usb port. This also serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader, cable and adapter were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery and power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to a fast draining battery. As a result, the customer experienced hypoglycemia and a loss of consciousness and healthcare professional (three paramedics and one doctor) were called, upon arrival they treated the customer with unspecified intravenous for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.